Event description:
The customer reported that the xl defibrillator was not displaying the correct energy settings.

Manufacturer narrative:
The customer reported that the xl defibrillator was not displaying the correct energy settings. The customer evaluated the device, and then ordered and replaced the keyscan pca, which resolved the issue.